Manufacturer narrative:
H10. H3, h6: the reported 3.4mm grasper cupped extended 2.25, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed. In the event additional information or the device is returned the complaint will be revisited. Further investigation is not warranted at this time.

Event description:
It was reported that during a hamstring repair, the grasper broke inside the patient. All broken pieces were removed from the patient. Delay of 0-30 min was reported. It was not reported if a smith & nephew device was available. The procedure was successfully completed. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.